Manufacturer narrative:
The device shows melted insulation at or near the distal tip where it failed the hi-pot insulation test. The appearance indicates the electrode has splits and groves at distal tip of l-hook.. Will forward it to the factory for further evaluation.

Event description:
Allegedly, per the facility the insulation at the tip of the coagulating and dissecting l-hook electrode did not insulate the cautery tip and could have burned the patient.